Event description:
The sales representative reported on behalf of the customer, that the cd801, dsct,kittner,40cm,5mm was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 date when it was reported ¿the dr. Was performing a laparoscopic cholecystectomy . When she was removing the kittner (product code cd801) through the trocar the tip fell off into the patient. She is concerned about what the tip is made of as it will remain in the patient .¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization to the patient or user. The current status of the patient was reported as ¿patient is fine at this time¿. This report is being raised on reported injury due to a foreign body remaining inside the patient.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the cd801, dsct, kittner, 40cm, 5mm was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 date when it was reported ¿the dr. Was performing a laparoscopic cholecystectomy . When she was removing the kittner (product code cd801) through the trocar the tip fell off into the patient. She is concerned about what the tip is made of as it will remain in the patient .¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization to the patient or user. The current status of the patient was reported as ¿patient is fine at this time¿. This report is being raised on reported injury due to a foreign body remaining inside the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.